Event description:
Reporter noted infusion sleeve was pierced at the top during placement on angled microtip, resulting in reduction of irrigation fluid into eye, chamber shallowing, capsule tear and vitreous loss. Completed the phaco procedure and placed a lens in the sulcus. Pt reportedly recovering well.